Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. 3 hours after the surgery, the patient reported of pain. It appeared that the retention plate was too far from the stomach; 1-2cm. It was adjusted to 0.5 cm. On (B)(6) 2019, the patient experienced increasing pain and had a cold sweat. The crp was elevated. The patient was treated for sepsis with intravenous (IV) antibiotics. On (B)(6) 2019, the patient was in recovery. The patient received duodopa via the peg tube.